Event description:
It was reported that 12 ll vlv adpt(stand alone) were blocked/occluded during use. The following information was provided by the initial reporter, translated from chinese to english: "in oncology department, when examining the product, it was found that the section connecting the syringe could not be pushed, don't walk liquid."

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21045804. No additional information was available to assist the investigation in this instance. A review of the production records for lot 21045804 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and the affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance.

Manufacturer narrative:
2000e (B)(6) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product: k960280. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 ll vlv adpt(stand alone) were blocked/occluded during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in oncology department, when examining the product, it was found that the section connecting the syringe could not be pushed, don't walk liquid."